Manufacturer narrative:
Investigation ongoing, to be provided in a follow up report.

Event description:
During preventative maintenance it noted that the module had an internal cable issue. There was no patient involvement.